Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pre-implant, the pulse generator exhibited inappropriate measured data. The device was not used.